Event description:
It was reported that during a cryo ablation procedure, after the balloon catheter was inserted into the sheath, bubbles were noted in the sheath sideport. The balloon catheter was removed from the patient and reprepared. The sheath was then aspirated and flushed with saline. The balloon catheter was reinserted and no bubbles were visable. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 4fc12 product type:sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.